Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The customer stated the alarm occurred while trying to fill syringe, rewound the pump and the buttons stopped working. The customer removed the battery and it did not work. The customer also mentioned that it was hot and the screen was starting to get some patterns on it like a multi-color birefringent pattern. Troubleshooting for the time clock was not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump was received with intermittent esc button response due to moisture keypad traces. No button error alarm during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected missing segments/partial display anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Findings: pump received with intermittent escape button response due to moisture keypad traces. No button error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected missing segments/partial display anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The correct information has been provided with this report.